Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the caster and the socket of a 980 ventilator fell off. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the caster base. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.